Event description:
Caller alleges having to press device hard and it does not release cannula but loosens it and then it becomes projectile. No adverse event reported. Requested return of the alleged device for evaluation.